Event description:
The customer reported that the control panel display is inoperable. No pt injury was reported.

Manufacturer narrative:
The ge service rep performed a functional checks, system operating as intended.